Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 485 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised that they filled their reservoir the night before and today the reservoir is almost empty. However, the high blood glucose levels continue. Customer declined to check for air bubbles, bent cannula and device settings. Customer advised they are receiving a no delivery alarm as a result of the low amount of insulin in the reservoir. Customer advised they are also experiencing a vibrate anomaly on their insulin pump. Troubleshooting for the vibrate anomaly was performed. Customer advised that the vibrate mode on the device was turned on. Customer advised the device vibrated during vibrate test. Customer called back later and advised that the infusion set is leaking. Troubleshooting for the infusion set was performed. Customer advised they have received 8 leaks since they started getting high blood glucose.